Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged, which caused the pump battery to be unable to charge despite using multiple usb cables, wall adapters and power sources. The customer's blood glucose (bg) was 180 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.